Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had perforated causing the patient to experience tamponade and a dropped systolic blood pressure. The rv lead exhibited high thresholds during the initial placement as well. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.